Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 3 of 4 of peritoneal dialysis therapy. During troubleshooting, it was found that a solution bag was loosely connected. The technical service representative assisted with closing all the clamps and cycling power to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection to a supply bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.